Event description:
Per dealer, unit was delivered as defective from a facility with no other information. After a quality inspection, he replaced various components. {captured on (B)(4)} dealer confirmed that this was one event. Unit was alarming and shutting down was what was documented as issue description.